Manufacturer narrative:
Patient city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an insulin flow blocked alarm. No further information available.